Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021 a physician shared he has received his third trifecta early failure due to svd and has real concerns about the valve. He commented he is likely to stop implanting the valve.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of aortic insufficiency was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.